Event description:
Report received from the USA stating that the device had hose damage (excluding rupture). The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was evaluated and the reported condition of "hose damaged" was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).